Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device mentioned is filed under a separate medwatch report.

Event description:
This is being filed to report the clip causing damage to the implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was very poor due to the distortion and dilation of the heart. The first clip delivery system (cds) was placed on the mitral valve and deployed without issue. The second cds was inserted into the left ventricle (lv) but the clip was not aligned therefore the clip was rotated however it was noted the clip came too close to the first implanted clip. The cds was retracted to the left atrium (la) when transesophageal echocardiography (tee) showed the first clip detached from the posterior leaflet (single leaflet device attachment (slda)). The second cds was removed and replaced with a new one. The third clip was implanted to stabilize the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions as this clip interacted with an already implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.na